Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultralink meter was displaying an ¿error 5¿ message. Per the owner¿s booklet, an error 5 appears when the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged issue began. It is not known what medications, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms. At an unspecified date/time, the patient stated he retested on another device; however, he was not able to provide the result(s) obtained. There was no mention of receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.